Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient had a skin irritation to the 63b electrodes. The patient claims her skin was red, itchy, and inflamed, with blisters. The patient changed the electrodes daily and rotated at that time. The patient does have sensitive skin and seasonal allergies. She has no other allergies and does not take blood pressure medication. The patient spoke to her family doctor and suggested she use otc cortisone cream.

Event description:
It was reported by the sales rep that the patient had a skin irritation to the 63b electrodes. The patient claims her skin was red, itchy, and inflamed, with blisters. The patient changed the electrodes daily and rotated at that time. The patient does have sensitive skin and seasonal allergies. She has no other allergies and does not take blood pressure medication. The patient spoke to her family doctor and suggested she use otc cortisone cream. It was reported that no further information is available. The 63b electrodes were returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.